Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle blood leaked from the non-patient end of the device on to the outside of blood collection tubes and the phlebotomist's hand. This was not considered a blood exposure incident. This occurred with twelve (12) devices. There was no report of adverse impact to patients or users.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device evalution by manufacturer? Yes d9: returned to manufacturer on: 25-oct-2024 investigation summary bd received 4 photos and 16 samples for investigation. Out of these, three customer photos depict a device with the np cannula pierced through the top of the sleeve and blood leakage in the holder. The remaining photo displays a device with blood leakage in the holder and the sleeve not properly recovered over the np cannula. Additionally, 10 of the returned samples underwent functional tests, and all passed with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Furthermore, 10 retained samples underwent similar functional tests and also passed with no issues noted. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. The root cause was determined to be worn racks. This causes the np side of the cannula to protrude lower, so when the sleeve is applied the cannula would pierce through the tip of the sleeve. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle blood leaked from the non-patient end of the device on to the outside of blood collection tubes and the phlebotomist's hand. This was not considered a blood exposure incident. This occurred with twelve (12) devices. There was no report of adverse impact to patients or users.